Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia at the cement to implant interface. Unknown cement was used. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: update: 22-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code: 150610006, work order: (B)(4) was manufactured on the 21 june 2012. 18 parts were manufactured per specification and all raw material met specification. There was one non-conformances (nc) found to be associated with work order: (B)(4). This nc is unrelated to the complaint failure mode as nc-009682 was opened to add a second associate visual inspection step at laser step in the process. Two scrap parts were found to be associated with work order: (B)(4). The two parts were scrapped for ¿a025 casting defect¿. The reason code of ¿a025 casting defect¿ is unrelated to the complaint failure mode of ¿loosening¿ as all other parts passed the final visual inspection in place to detect this failure mode.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added:a2,b7,d1,d2,d3,d4,d5,d6,d11,h4,h6(pain),h6 patient code: no code available (3191) used to capture the medical device removal. Re-evaluated on (B)(6) 2020. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.